Manufacturer narrative:
Although the device was returned on 03/18/2017, it was not until the completion of the medical review on 07/11/2018 where it became evident this device may have contributed to the patients' experience. An event regarding alleged revision involving a uhr head was reported. The event was confirmed. Method & results: product evaluation and results: a material analysis was performed and concluded "the hip stem was observed to have scratches and adhered debris. The metal surface of the universal head was observed to have scratches and explantation damages. The polymer surface of the universal head exhibited abrasion around the entire distal rim. The polymer surface also had scratches, embedded debris, and explantation damage. The femoral head was observed to have adhered debris. Eds indicated the hip stem and the femoral head to be consistent with astm f1537. The metallic surface of the universal head was consistent with astm f75 alloy. The adhered debris on the hip stem trunnion was consistent with material transfer from an instrument likely during explantation. The adhered debris on the femoral head was consistent with material transfer between the stem and head. Based on the given information, no identifiable material or manufacturing discrepancies were observed on the surfaces examined." Medical records received and evaluation: a review of the primary and revision operative reports, office notes, and x-ray printouts by the consulting clinician indicated "{...} no histopathology report of the soft tissues in the revision surgery are available. In an osteoporotic, elderly female the choice of an in cemented stem hemi arthroplasty was, in retrospect, not optimal. The formation of a stem pedestal indicates failure of proximal biologic fixation, and while there is no immediate post-operative x-ray with which to compare, stem subsidence was likely. The bipolar hemi arthroplasty acetabular component is noted to be articulating with the medial post acetabular bony cortex. Both of these circumstances would have been avoided with the choice of a hybrid total hip arthroplasty as the index procedure. There is no evidence that factors of component design, manufacturing or materials were responsible for this clinical situation." Product history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies complaint history review: there have been no other similar events for the reported lot. Conclusions: the reported event for the revision was confirmed. A review of the primary and revision operative reports, office notes, and x-ray printouts by the consulting clinician indicated "{...} no histopathology report of the soft tissues in the revision surgery are available. In an osteoporotic, elderly female the choice of an in cemented stem hemi arthroplasty was, in retrospect, not optimal. The formation of a stem pedestal indicates failure of proximal biologic fixation, and while there is no immediate post-operative x-ray with which to compare, stem subsidence was likely. The bipolar hemi arthroplasty acetabular component is noted to be articulating with the medial post acetabular bony cortex. Both of these circumstances would have been avoided with the choice of a hybrid total hip arthroplasty as the index procedure. There is no evidence that factors of component design, manufacturing or materials were responsible for this clinical situation." Additionally, material analysis for the uhr head concluded "the metal surface of the universal head was observed to have scratches and explantation damages. The polymer surface of the universal head exhibited abrasion around the entire distal rim. The polymer surface also had scratches, embedded debris, and explantation damage...{...}based on the given information, no identifiable material or manufacturing discrepancies were observed on the surfaces examined." If further information becomes available, this investigation will be re-opened.

Event description:
It was reported by the attorney that the patient underwent a cementless left hip bipolar hemiarthroplasty on (B)(6) 2006. It is further alleged that the implant failed and the patient was revised on (B)(6) 2016. Update event per medical review: "on (B)(6) 2016 a "revision total hip acetabulum and femoral component" for a diagnosis of "gross failure uncemented bipolar left hip" was performed. The operative report describes general anesthesia and a lateral approach. The operative report notes "... Uncemented bipolar ... Has never done well ... Tip of trochanter was way proximal related to acetabular components ... Had to take off a lot of lateral trochanteric bone .."

Manufacturer narrative:
Corrected data: conclusion, results and conclusion codes. An event regarding alleged loosening of the stem involving a uhr head was reported. Conclusion: based on the information provided there is no indication or allegation that device reported in this investigation may have contributed to the event . There were no allegations made against the metal head. It was alleged that there was loosening of the stem on the basis of review of the medical records by a consulting clinician stating "the formation of a stem pedestal indicates failure of proximal biologic fixation, and while there is no immediate post-operative x-ray with which to compare, stem subsidence was likely." A material analysis was performed for the metal head and concluded "the polymer surface of the universal head exhibited abrasion around the entire distal rim. The polymer surface also had scratches, embedded debris, and explantation damage." "Based on the given information, no identifiable material or manufacturing discrepancies were observed on the surfaces examined."

Event description:
It was reported by the attorney that the patient underwent a cementless left hip bipolar hemiarthroplasty on (B)(6) 2006. It is further alleged that the implant failed and the patient was revised on (B)(6) 2016. Update event per medical review: "on (B)(6) 2016 a "revision total hip acetabulum and femoral component" for a diagnosis of "gross failure uncemented bipolar left hip" was performed. The operative report describes general anesthesia and a lateral approach. The operative report notes "uncemented bipolar, has never done well, tip of trochanter was way proximal related to acetabular components had to take off a lot of lateral trochanteric bone."